Manufacturer narrative:
Patient has not responded to multiple attempts at follow up; still trying to make contact. Unable to find record of explant.

Event description:
Patient states she had enterra therapy placed in 2017 and recently had it removed. She did not provide any further information.

Manufacturer narrative:
Patient had device explanted for unknown reason and will not respond to attempts at follow up. Device not returned for analysis therefore no further action to be taken.